Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The moisture damage was found on the motor assembly. The button error alarm was unable to be verified due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 544 mg/dl. Troubleshooting for the button error alarm was performed. Customer placed the device in rice to let it dry out. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer stated that the device fell into the toilet. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.